Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d314vrm implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that during implant of new system intermittent noise and over sensing was observed. Doctor disconnected lead and reconnected and the issue was still seen. Doctor gave it a day to see if it the problem goes away. Pocket manipulation did not cause oversensing but oversensing occurred a couple times while the patient was coughing. The patient was re-examined again and no noise or oversensing was observed. The lead remains in use. No patient complications have been reported as a result of this event.